Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Additional info has been requested but not received to date. (B)(4).

Event description:
A consumer reported blurred vision after intraocular lens (iol) implantation. Laser treatment was performed three times without improvement. Treatment for dry eye did not help for these symptoms. The consumer also reported seeing halos from light sources when driving at night. The consumer provided the ophthalmologist's contact details. Additional info has been requested but not received to date.